Event description:
MFR's rep reported while programming a new pump and catheter at implant, a "motor stall occurred" message briefly appeared on the programmer screen. The message was noticed when updating the pump from "shelf state" to implant state by programming a priming bolus and simple continous infusion. The physician also ordered a therapeutic bolus dose of 0.25mg to add on to the priming bolus volume. The priming bolus volume was 0.395ml, and with the additional therapeutic dose added the priming volume programmed was 0.645ml over 39 minutes. Programming calculations were reviewed with MFR and found to be incorrect; the programmed volume was too large. The pump was programmed to stop after infusing for 5 minutes, and the programming was recalculated. The pump was then reprogrammed without any additional bolus, and with no adverse pt symptoms or events experienced. The pump event logs were obtained and reviewed for information regarding the motor stall message that was noticed on the programmer screen. The event logs confirmed there was no motor stall recorded, and the message was given in error. There was no adverse event or effect on the pt as a result of this error message.